Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombus as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) grade 3. The patient had history on heparin induced thrombocytopenia (hit); therefore, a heparin alternative was used during the procedure. After the transseptal puncture was performed and the guide wire was positioned in the left atrium, thrombus was observed at the septum in the right atrium, on the guide wire. Medication was increased and the thrombus was aspirated. There was no presence of the thrombus; therefore, the steerable guide catheter (sgc) and clip delivery system (cds) were advanced to the left atrium. While positioning the cds, thrombus was observed on the clip. The clip was not implanted and the cds was removed. Outside the anatomy, the thrombus was still attached to the clip. The sgc was retracted to the right atrium and a 4 cm long thrombus was attached to the tip of the sgc. The thrombus was aspirated and the sgc was removed. No further treatment was attempted, and the procedure was discontinued. No additional information was provided.